Event description:
A 73-year-old male with an impella rp flex (612314) implanted via the left internal jugular vein on (B)(6) 2026 at 17:14 for post operative CT surgery support was in a pre support clinical state consistent with scai shock stage e. During the imaging procedure, the patient experienced a cardiac arrest. Despite full resuscitative efforts, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced deceased at the time of device explant at 04:00. No device malfunction or performance issue with the impella rp flex was reported by staff. Based on the information provided, the event appears related to the patient¿s critical clinical condition and not to device performance. No evidence of impella rp flex malfunction was reported, and no device related contribution to the patient¿s deterioration or death could be established. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: ppae (cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details.